Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with heavy calcification. A 2.5x23 mm multi link 8 stent delivery system (sds) was successfully placed in the lesion without issue; however the physician was not satisfied with the placement as it did not completely cover the target lesion. A 2.5x18 mm multi link 8 sds was advanced to attempt to cover the rest of the target lesion; however, it could not cross the lesion due to the previously implanted stent and was stuck [stent placed too close, creating resistance] so only the first stent was left implanted. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to advance and difficult to remove could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with heavy calcification. A 2.5x23 mm multi link 8 stent delivery system (sds) was successfully placed in the lesion without issue; however the physician was not satisfied with the placement as it did not completely cover the target lesion. A 2.5x18 mm multi link 8 sds was advanced to attempt to cover the rest of the target lesion; however, it could not cross the lesion due to the previously implanted stent and was stuck [stent placed too close, creating resistance] so only the first stent was left implanted. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.